Event description:
It was reported that stent damage occurred. During unpacking of a 32 x 3.00 promus premier select drug-eluting stent, it was found that the shaft and strut parts of the stent were deformed. The device did not enter the patient's body. The procedure was completed with another of same device. No patient complications were reported.

Event description:
It was reported that stent damage occurred. During unpacking of a 32 x 3.00 promus premier select drug-eluting stent, it was found that the shaft and strut parts of the stent were deformed. The device did not enter the patient's body. The procedure was completed with another of same device. No patient complications were reported. It was further reported that the delivery shaft was broken.

Manufacturer narrative:
P select ous mr 32 x 3.00mm stent delivery system (sds) was returned for analysis. The device was returned with the stent damaged and moved proximally on the balloon. The stent outer diameter at the time of manufacturing is within maximum crimped stent profile measurement. The balloon cones were reviewed; it appears as if the balloon folds were partially opened. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found shaft polymer extrusion stretching 20 cm distal to the wire exchange port. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. During unpacking of a 32 x 3.00 promus premier select drug-eluting stent, it was found that the shaft and strut parts of the stent were deformed. The device did not enter the patient's body. The procedure was completed with another of same device. No patient complications were reported. It was further reported that the delivery shaft was broken.